Event description:
Patient was revised to address elevated cobalt and chromium levels. Squeaking was also reported. This is a clinical patient. (Left hip).

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A review of device history records found no related deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Two x-rays of each hip were provided. In the revised left hip the acetabular cup does appear to be positioned more vertically than what is recommended by surgical technique. Edge loading could contribute to device squeaking and increased wear particles. The investigation could not however draw any specific conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Depuy still considers the investigation closed

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, and metallosis.